Event description:
The reporter rec'd the er1 message 'about 1 month ago' while testing her blood with her surestep meter. She thought this was an indication of a low battery, and the next day replaced the batteries. She did another blood glucose test and did not get the er1 message and continued using the meter without incident. She tests her blood glucose twice a day and takes a fixed amount of oral medication, and indicated that she has not had any issues with the meter.